Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that during inspection of the device, the tube of the telescope was bent. The device evaluation confirmed just the outer tube was bent and there were no broken or missing/loose pieces, therefore not reportable. There are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this issue of a torn a rubber is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the tube of the telescope was bent. There were no reports of patient involvement.